Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast surgery with two unspecified smooth gel breast prostheses and experienced capsular contracture (baker grade unknown) on the left side and cutaneous contour deformity on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2022. It was unknown if the reported device was a mentor device and as such the complaint is being reported conservatively. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right side device.

Manufacturer narrative:
On may 20, 2022, mentor received additional information regarding the impacted device. The impacted device was reported to be a 400cc mentor memorygel breast implant with catalog number 3504001bc. Lot number: 5773243. Serial number: (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. In addition, the device date of implant has been updated to (B)(6) 2009. Manufacturer¿s reference number: (B)(4).